Event description:
During advancement of an atw guidewire to the lesion, the distal tip was noted exiting the side hole of the guiding catheter. The guidewire was removed from the pt. Once outside, the distal tip was noted unwrapped. No pt injury was reported with the event.